Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected audio/vibrate anomaly noted. Insulin pump received with cracked lcd window. And cracked case at the display window corners. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and alarms was not as loud as it should. Customer's blood glucose level was unknown. Customer reported that there was crack on the screen and had no delivery alarm. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.